Event description:
Reporter stated that patient obtained blood glucose results of 23.0 mmol/l, 12.1 mmol/l, and 6.7 mmol/l, within 7 minutes, when testing on the accu-chek aviva system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).